Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter tip integrity with lot 5219743 regarding item 381433. Device history review of lot number 5219743 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter tip had a bulge. Our ed staff is having trouble with all IV catheters with this lot #. They are having trouble advancing the catheter after the initial puncture of the vein, some not able to advance and blowing the vein. After inspection, several staff believe there is a slight bulge near the tip of the vialon catheter that is abnormal and may contribute to the difficulty advancing.